Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The whole system was explanted and discarded. The cause of the infection was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The indication for use was not reported. It was reported that the patient received a pump replacement and subsequently was explanted due to suspicion of infection. The patient experienced inflammation along the catheter tract. The surgeon wanted to know if the device manufacturer had ever documented an allergic response to the catheter (opposed to infection). The hcp was not aware of any allergies with the patient. No further complications were reported. It was noted that the manufacturer representative¿s initial thoughts were that [allergic reaction to the catheter] was unlikely. The manufacturer representative had not encountered an allergic reaction to the catheter before. No further complications were reported.